Event description:
Spouse of home pt (hp) reports leak from crack in left chamber of cassette of homechoice set, during dwell 3/4 of apd treatment. Baxter technician assisted hp in ending treatment early for evening. No pt injury or medical intervention required per hp.